Event description:
It was reported that during a knee arthroscopy surgery both t's deployed at the same time. No delay was reported, another smith and nephew back-up device was use to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating multiple trigger advancements. Both ts are free from the delivery needle but remained attached to the inserter by the suture. The condition of the device indicate the trigger was inadvertently advanced multiple times causing the pre-deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Additional information on d4: UDI.